Event description:
It was reported from the us that during an orthopedic surgery the locking button on the tibial tamp guide disengaged from the handle. The agent was able to place the button back in. But after a second time it would not stay engaged when the top of the impactor was hit. This issue did not have any effect on the case of the outcome of the patient. Inactive agency, no additional information is available.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Mfg date: 01/09/2018. Eng eval completed on 90/24/2018. Per investigation conducted under capa2018-35, 9 complaints including 10 devices were evaluated and the reported condition was confirmed. Investigation confirmed that all parts were manufactured to specification. A review of the specifications on the engineering print revealed that the overlap between the snap ring's od (.720+.000/-.004) and the ID of the housing lip (.705+/-.003) is on the low side. An update to the design to prevent recurrence is planned. From the health risk index (hri) conducted for crc-2018-08-31-02: the button component fell off the truliant tibial tamp guide during various occasions (usage, cleaning, transportation, etc.). Exactech has received 9 incident reports after more than 3000 cases (occurrence rate ~3%). There is no anticipated harm to the patient due to the delay in surgery. The root cause was determined to be that the design of the snap ring that holds the button in place was not robust. The amount of the overlap between the snap ring and the lip of the housing was on the low side, which increases the risk of disengagement. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues, nor did it lead to patient adverse event. An investigation was conducted under capa2018-35; the root cause was determined to be that the design of the snap ring that holds the button in place was not robust. The amount of the overlap between the snap ring and the lip of the housing was on the low side, which increases the risk of disengagement. Corrective actions are ongoing. Event date not reported.